Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: treatment of pediatric intracranial aneurysms. The time frame of this study was: not specified in the document. November 2014 to october 2019 multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped), mentioned in the context of treating pediatric intracranial aneurysms, marksman microcatheter (medtronic, irvine, california, USA), or the ped flex, which is predominantly deployed using the phenom 27 microcatheter (medtronic, irvine, california, USA) deaths occurred in the study population. However, the specific causes of death were not provided. Among patient adverse events included: the study highlights the complexities and challenges associated with treating pediatric aneurysms with peds, but specific adverse events or complications were not detailed. Adverse events noted include: 2 patients experienced ischemic stroke, 3 patients experienced hemorrhagic stroke, one patient experienced symptomatic pas and pao and 4 patients experienced asymptomatic pas and pao no further information was provided pertaining to medtronic products.